Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 500 au chemistry analyzer and identified the probable cause as a defective photo sensor board. The fse replaced the photo sensor board to resolve the issue. Section a2, a3, a4, a5 and a6: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously high sodium (na), potassium (k), chloride (cl), calcium (calc) and blood urea nitrogen (bun patient results on their dxc 500 au clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient data or demographics.